Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "during a laparoscopic cholecystecomy case, the l-hook instrument had an unexpected energy discharge upon coagulation, resulting in a minimal superficial dent/burn to a patient's upper liver bed tissue. The intended target tissue for coagulation was the liver bed wall at the gallbladder dissection site; however, the electrical output appeared not to remain isolated to the intended tissue and instead affected adjacent upper liver tissue. It was additionally noted that the black plastic outer sheath of the l-hook instrument demonstrated evidence of a burnt surface following use. The surgeon completed haemostasis successfully and confirmed that the liver bed was clear of bleeding. The affected upper liver area appeared minimally burnt without significant tissue damage. No significant bleeding or further complication was identified intraoperatively. The procedure was otherwise completed safely, and no patient harm was identified. Patient was recovered safely and subsequently discharged. Due to an unexpected dent / burn to a patient's upper liver bed tissue, the event is deemed reportable.